Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified. A: although requested patient demographics were not provided.

Event description:
It was reported a tubing leak at the connection site during clinical trial. They do not have much option as this tubing was primed at the research pharmacy and they received it damaged/soaked. It was broken at the bottom end where it would connect to the patient. Not the luer lock but an inch away from there. There was no patient harm as it was not used on a patient but all drug was wasted. This is file 5 of 5.

Manufacturer narrative:
Additional information provided in h.6.

Event description:
It was reported a tubing leak at the connection site during clinical trial. They do not have much option as this tubing was primed at the research pharmacy and they received it damaged/soaked. It was broken at the bottom end where it would connect to the patient. Not the luer lock but an inch away from there. There was no patient harm as it was not used on a patient but all drug was wasted. This is file 5 of 5.